Manufacturer narrative:
The follow up report is submitted to relay additional information received. The complaint was confirmed based on the surgical notes that was provided. Device history record review was performed and identified no deviations or anomalies. A root cause cannot be identified based on the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) concomitant medical products: 11-300919, arcos 19 x 190 mm spl tpr dist, 649370. The 11-107023, freedom constr. Liner +5 sz 24, 821570, the 11-107021, freedom constr hd 36 mm t1 +9 mm, 273000, pm156556, peck rt tflange sz24, 784760. The 103538, ti low profile screw 6.5 x 60 mm, 644450, the 103537, ti low profile screw 6.5 x 50 mm, 618190, the 103537, ti low profile screw 6.5 x 50 mm, 618190, the 103533, ti low profile screw 6.5 x 30 mm, 841500, the 103533, ti low profile screw 6.5 x 30 mm, 405510, the 103534, ti low profile screw 6.5 x 35 mm, 625050, the 103534, ti low profile screw 6.5 x 35 mm, 388940, the 103534, ti low profile screw 6.5 x 35 mm, 863980, the 103539, ti low profile screw 6.5 x 70 mm, 527170, the 103535, ti low profile screw 6.5 x 40 mm, 864000. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01850, 0001825034 - 2018 - 01852, 0001825034 - 2018 - 01853, 0001825034 - 2018 - 01854, 0001825034 - 2018 - 01855, 0001825034 - 2018 - 01856, 0001825034 - 2018 - 01857, 0001825034 - 2018 - 01858, 0001825034 - 2018 - 01859, 0001825034 - 2018 - 01860, 0001825034 - 2018 - 01861, 0001825034 - 2018 - 01862, 0001825034 - 2018 - 01863, 0001825034 - 2018 - 01864. Remains implanted.

Event description:
It was reported that the patient underwent an irrigation and debridement procedure due to a right hip infection one month postoperatively. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The corrections contained within this report have no effect on previous investigation conclusion. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.